Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
On (B)(6) 2026, the site requested recalibration following a commercial implant performed on (B)(6) 2026, citing a discrepancy between pulmonary artery diastolic (pad) trends, patient weight, and symptoms. On (B)(6) 2026, the mycordella support team (mst) contacted the clinical support specialist (css) for clarification, and the css confirmed that the site had performed a recalibration on (B)(6) 2026. Per the css, the patients weight was increasing while mean pulmonary artery pressure (mpap) trends remained consistent, prompting further evaluation. The site proceeded with a right heart catheterization (rhc) with recalibration to compare cordella readings to invasive pulmonary artery pressure measurements obtained via swan catheter. Cordella and swan measurements were reported to be very similar in the catheterization laboratory. The patient was reported to be highly symptomatic, and the rhc demonstrated a very low cardiac index. The patient is being evaluated for possible left ventricular assist device (lvad) therapy. On (B)(6) 2026, a fluid filled limits of agreement (ffloa) review demonstrated no post calibration flags. A pressure adjustment of 11.29 mmhg was applied, and results remained within ffloa. No patient weight data has been recorded since implant.